Manufacturer narrative:
Removal of foreign body is not labeled. Separation is addressed in the IFU. No product was returned to assist in the investigation. Per qc specification, there is 100% inspection, insuring the correct inside and outside diameter of tubing. It is also insured the material is free from surface defects, bumps, bulges and protruding coils. A final inspection confirms the distal end of sheath is smooth and free of rough edges and that the surface of sheath is free of excessive dents, bumps or scratches. In addition, the IFU, which is provided, cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Without benefit of examining the complaint device, it is difficult to determine with any certainty why this failure mode occurred. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per the risk assessment, there is insufficient risk to require additional correction action at this time.

Event description:
After an angiogram, the physician went to remove the shuttle sheath from the right femoral artery. There was a lot of scar tissue in the right groin from previous angiogram. The introducer became unraveled at the level of common iliac artery. The outside of the intro had torn and would not come back further at this point. There still remained the coil connected to the sheath in the common iliac artery. The physician then accessed the left common femoral artery sizing up to an 11 french sheath. The physician used a variety of snares, finally snaring out the 6 french sheath from the contralateral leg and was pulled through the arteriotomy on the left common femoral artery. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.